Event description:
A nurse reported a scratch was noted on an intraocular lens (iol) when it was opened. There was no patient impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/01/2009 by mail. A completed questionnaire was received 10/20/2009. (B) (4). (B) (4). (B) (4).